Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient felt the therapy turning on and off by itself. It was reported that the manufacturer representative had just enabled adaptive stimulation (as) on the patient¿s system the week prior. The patient disabled as and the issue did not resolve. The patient reported that the ins was turning on and off at regular intervals of 15 minutes. It was noted that cycling was not enabled at the patient¿s last session, but it was unknown if it was enabled when the patient felt the ins turning on and off. It was clarified that nothing was turning off, but the intensity was periodically decreasing to 0.0 ma. It was reported that the patient would be surprised by the stimulation when it would turn back on. It was clarified that this was happening since the as was disabled. It was mentioned that the patient wasn¿t getting much relief since implant. The patient met with the manufacturer representative on (B)(6) 2018 to have the system and the as checked. It was reported that with as on, it was showing that the patient was upright when in reality, they were lying on their front. Changes were made to the position angles and the issue was resolved. It was also reported that manufacturer representative was trying to do an energy use calculation and due to the location of the cycling button, accidentally enabled cycling. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-14. It was confirmed that cycling was turned on which was the cause of the therapy turning on and off with the adaptive stimulation (as). The rep met with the patient on (B)(4) 2018 to turn the cycling off. When the rep last met with the patient on (B)(4) 2018, they stated that now that the as and cycling issues have been resolved they wanted to test their therapy while they were away traveling and if their pain relief does not improve then they plan to make an appointment with the doctor when they return to discuss option. It was unknown what the patient¿s weight at the time of the event was. This information was confirmed with the physician. No further complications were reported/are anticipated.